Manufacturer narrative:
Supplemental report submitted to include additional information per preliminary pre-decontamination observations. Added h6 health effect - impact code, device code, and type of investigation code. Per preliminary pre-deco observations, the 14 fr esheath+ was received with introducer fully inserted through. The liner was fully expanded and the distal tip was opened but torn. The distal tip was material was missing. Slant and radial score lines visible.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from our affiliate in canada. As reported, this was a case of an implant of a sapien 3 ultra valve by transfemoral approach. During the procedure, resistance was encountered when inserting the commander delivery system through the tip of the esheath+ and a ''pop'' sensation was felt when going through the distal portion of the esheath+. The valve was subsequently deployed with no issues. After the sheath was removed from the patient, distal tip torn was observed. Reportedly, no issues were identified during visual inspection of the esheath+ during preparation. The esheath+ was inserted into the patient without difficulty. Additionally, no issues related to vessel diameter or vascular calcification were reported.